Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a pump error occurred during aspiration. During the active aspiration using a angiojet ultra system console and an angiojet solent omni catheter in a thrombectomy procedure, a pump error kept occurring. The catheter was removed and switched out to a zelante and everything worked fine. The procedure was completed with a successful stent implant, there was no complication and the patient was fine.